Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the pump alarmed for call service 069 when the patient was not performing any functions on the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 9/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings: -hard ¿cs69¿ alarm reproduced at power up. The pump was unable to recover from cs69 after reboot. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The error is resident to flash chip (u39). The battery compartment is cracked below the grip pad.